Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 200 mg/dl. The customer was explained the possible causes of blank display. Customer stated that the pump was exposed to moisture. Customer stated that the pump was exposed to river water. Customer stated that the 4 wheeler rollover into the river. Customer stated the pump is vibrating without an alarm or alert and pump display immediately went blank after pump exposure to moisture. Customer stated a constant tone is occurring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.